Event description:
Customer contacted haemonetics on (B)(6), 2009 reporting that they had a blood spill in their orthopat machine and was observing a burning odor. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the blood spill was present. Issue caused damage to the power supply and various other components. Haemonetics (B)(4).